Event description:
It was reported that a spectrum pump displayed an "improper shutdown" message during therapy in the oncology/hematology care area. While pre-medication was infusing, the customer was setting up the chemotherapy medication and the "improper shutdown" message occurred (programmed amount and delivery rate unk). The device was swapped out. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported improper shutdown messages, which were reproduced upon powering on the pump using dc power. Eval observed that both negative battery contact pins retracted, coming in contact with the rear case. This prevented the pins from rebounding as designed and caused an intermittent power off condition. The rear case was replaced to correct the condition.